Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a request to review this this pacemaker systems stored data was requested. Technical services (ts) was consulted and reviewed stored data. Ts noted there this pacemaker system exhibited undersensing for its right atrial (ra) lead. Additionally, there was some loss of capture (loc) for the atrium since it was not ready to contract again when pacing was delivered. Ts also noted there was crosstalk oversensing in the right ventricular (rv) channel, which resulted in pacing been delivered when the ventricle is not ready to contract again so there was no capture. The patient experienced shortness of breath and lightheadedness. Ts recommended further in clinic evaluation. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that a request to review this this pacemaker systems stored data was requested. Technical services (ts) was consulted and reviewed stored data. Ts noted there this pacemaker system exhibited undersensing for its right atrial (ra) lead. Additionally, there was some loss of capture (loc) for the atrium since it was not ready to contract again when pacing was delivered. Ts also noted there was crosstalk oversensing in the right ventricular (rv) channel, which resulted in pacing been delivered when the ventricle is not ready to contract again so there was no capture. The patient experienced shortness of breath and lightheadedness. Ts recommended further in clinic evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.